Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date in (B)(6) 2014, she was taken to the hospital and treated for low blood glucose (bg) of 20 mg/dl. The patient stated that she had passed out and was taken to the hospital via ems. The patient stated that she was treated with oral glucose tablets, but also noted she may have received intravenous fluids en route to the hospital. The patient stated that she was off the pump for several hours and had difficulty keeping her bgs up. Additional information was received when customer technical support followed up with the patient on (B)(6) 2014, and the patient then stated that her pump settings had been increased due to an infection in (B)(6) 2013 but had not been changed back after the infection cleared. The patient stated that her settings were adjusted on (B)(6) 2014, and noted that she had not experienced any hypoglycemic events in a week. The patient noted that since her settings have been changed, her bg at 4am tends to run at 120 mg/dl and her bg at bedtime runs higher than normal per her healthcare provider (hcp) to prevent hypoglycemia. The patient stated she was continuing to work with her hcp on pump settings adjustments. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories were correct. Additional information received by the patient¿s hcp indicated that the patient may have been stacking insulin by bolusing via the pump as well as giving manual injections. Although no defects were found with the pump and the patient was continuing to work with her hcp on settings adjustments, use error cannot be ruled out as a cause or contributor in the reported incident, as the patient may have been stacking insulin in addition to the pump settings being incorrect. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia while using insulin pump therapy with use error as a possible cause or contributor.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.